Event description:
It was reported that the patient received eight shocks due to noise, and a high number of v-v intervals were detected. The lead was programmed off. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).